Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1800340 was manufactured on 10/15/2018 a total of 288 pieces. Lot was released on 10/29/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. On the second attempt, the clip was unable to load properly into the jaws of the device as it was observed that the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. No damages were observed. The bent rotation tab, no clip in the first position and the clip misload where the feeder was to the side of the clip are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel, indicating that 13 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips fell from applier" was confirmed based upon the sample received. One device was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. On the second attempt, the clip was unable to load properly into the jaws of the device as the feeder was to the side of the clip. The bent rotation tab, no clip in the first position and the clip misload where the feeder was to the side of the clip are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel, indicating that 13 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue.

Event description:
It was reported that during a laparoscopic uterus malignant tumor resection, a clip could not clip the thick tissue and fell. After that, clips falling before being loaded occurred in a row. The user stopped using the device. All the fallen clips were retrieved from the patient.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic uterus malignant tumor resection, a clip could not clip the thick tissue and fell. After that, clips falling before being loaded occurred in a row. The user stopped using the device. All the fallen clips were retrieved from the patient.